Event description:
It was reported that the biomed could not get the arctic sun device to fill after draining, the device has a weak circulation pump and since it has 7145 system hours it would be coming in for the 2000 hour preventive maintenance. Per sample evaluation results received on (B)(6) 2023, it was reported that the root cause of the reported issue was due to a weak circulation pump. During evaluation, it was confirmed that the unit had a weak circulation pump. It was stated that the double bend tube and the chiller evaporator outlet tube found expanded during servicing. It was also stated that the tanks seals were lifted from the tank. It was also stated that the used user interface to complete decontamination. It was noted that the replaced the double bend tube, chiller evaporator outlet tube and tank seals were replaced.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a weak circulation pump. During evaluation, it was confirmed that the unit had a weak circulation pump. Circulation pump was serviced during the pm process. Double bend tube and the chiller evaporator outlet tube found expanded during servicing. Tanks seals were lifted from the tank. Used ui to complete decontamination. The device underwent pm servicing while in for repair. Serviced mixing pump. Replaced heater, both manifold o-rings, and drain valves. Upgrades completed included replacing the control panel coin cell due to age for ui issue during decontamination. Other repairs completed included replacement of the double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing, and replacement of the tank seals due to lifting from the tank. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. The labelling review is not required as the the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d,f,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the biomed could not get the arctic sun device to fill after draining, the device has a weak circulation pump and since it has 7145 system hours it would be coming in for the 2000 hour preventive maintenance.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.